Event description:
Consumer called to report inaccurate readings with his meter. Blacked out while eating, spouse called emt for assistance. Blood sugar reading (paramedics meter) was 30. Believes bd meter is reading high.